Manufacturer narrative:
Iris field service eng. Was sent to the customer location. The fse observed no fluid in the tubing from the syringe to the pipette and discovered the syringe to the "t"-valve connection was loose. The fse tightened the connection to resolve the issue. The fse ran controls which passed and system was operational. (B)(4).

Event description:
The customer reported they are failing ca quality control for bilirubin. There were no erroneous patient results generated or reported out of the lab.